Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported that following an insertion the patient experienced pain, recurrence, hard lump and bowel issues. Other impacted product is captured under a separate file. No additional information is provided.